Event description:
(B)(4). From the beginning, I experience painful cramping. "Back and groin areas." Heavy periods, and clotting. Some months 7_31 days. Constantly pinching sensation in lower abdominal area. Lack of sex drive and painful intercourse. Fibroids have developed. Bloating and hair loss.

Event description:
(B)(4). I had a hysterectomy with removal of essure on (B)(6) 2016.